Event description:
Healthcare professional reported left side "lump, it hurts a lot, and it gets tough." An ultrasound showed signs of "intracapsular rupture." The device remains implanted. The event of lump was determined to be non device related (ndr).

Manufacturer narrative:
Phone: (B)(6). A review of the device history record has been initiated.  If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.  Reason for reoperation: rupture.